Event description:
A surgeon reports that a pt has a decentered ablation with a loss of bcva following lasik surgery. In a follow-up conversation with the surgeon, he indicated the pt had trouble fixating during the procedure and no other pts that were treated on the same system had decentered ablations. The surgeon also stated he had no concerns with the system.

Event description:
The facility provided pt records that show there was one line loss of bcva in the right eye for this pt.